Event description:
It was reported that this pacemaker system was explanted due to unknown reasons at this time. The involved leads are non-boston scientific products. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.